Manufacturer narrative:
Internal complaint reference: case-(B)(4). Nash, j., miller, l., & harding, k. (1994). Management of a lesion in a patient with necrobiosis lipoidica diabeticorum. Journal of wound care, 3(8), 363-363. Https://doi.org/10.12968/jowc.1994.3.8.363 this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "management of a lesion in a patient with necrobiosis lipoidica diabeticorum", after a month of twice a day treatment with intrasite gel and three layers of differing lengths of elasticated tubular bandage of a 2 x 1cm ulcerated lesion, the ulcer got clinically infected. This was treated with oral flucloxacillin 500mg four times a day and daily topical silver sulphadiazine cream (flamazine) to cover both staphylococcus aureus and gram-negative organisms. A week later the infection had settled, leaving a thick sloughy base that was removed by sharp debridement. It was decided that the patient should remain long-term on flucloxacillin to prevent chronic staphylococcal infection. After 10 weeks the size of the ulcer remained the same but with minimal slough. The ulcer was dressed with alginate and three layers of tubular bandage. Twenty-eight weeks after the lesion was fully healed. No further information is available.